Event description:
Caller states that during correlation study, the following coaguchek xs/lab values were obtained: 3.8 inr/2.91 inr; 3.7 inr/2.74 inr; 2.1 inr/1.59 inr; 1.4 inr/1.85 inr; 2.2 inr/1.65 inr; 1.8 inr/1.30 inr; 2.6 inr/1.97 inr. No action were taken based on device results. No adverse event reported. Comparisons performed in a medical facility. Requested return of suspect system and replacement was sent.

Event description:
Caller states that during correlation study, the following coaguchek xs/lab values were obtained: 3.8 inr/2.91 inr; 3.7 inr/2.74 inr; 2.1 inr/1.59 inr; 1.4 inr/1.85 inr; 2.2 inr/1.65 inr; 1.8 inr/1.30 inr; 2.6 inr/1.97 inr. No action were taken based on device results. No adverse event reported. Comparisons performed in a medical facility. Requested return of suspect system and replacement was sent.

Event description:
Caller states that during correlation study, the following coaguchek xs/lab values were obtained: 3.8 inr/2.91 inr; 3.7 inr/2.74 inr; 2.1 inr/1.59 inr; 1.4 inr/1.85 inr; 2.2 inr/1.65 inr; 1.8 inr/1.30 inr; 2.6 inr/1.97 inr. No action were taken based on device results. No adverse event reported. Comparisons performed in a medical facility. Requested return of suspect system and replacement was sent.

Event description:
Caller states that during correlation study, the following coaguchek xs/lab values were obtained: 3.8 inr/2.91 inr; 3.7 inr/2.74 inr; 2.1 inr/1.59 inr; 1.4 inr/1.85 inr; 2.2 inr/1.65 inr; 1.8 inr/1.30 inr; 2.6 inr/1.97 inr. No action were taken based on device results. No adverse event reported. Comparisons performed in a medical facility. Requested return of suspect system and replacement was sent.

Event description:
Caller states that during correlation study, the following coaguchek xs/lab values were obtained: 3.8 inr/2.91 inr; 3.7 inr/2.74 inr; 2.1 inr/1.59 inr; 1.4 inr/1.85 inr; 2.2 inr/1.65 inr; 1.8 inr/1.30 inr; 2.6 inr/1.97 inr. No action were taken based on device results. No adverse event reported. Comparisons performed in a medical facility. Requested return of suspect system and replacement was sent.

Event description:
Caller states that during correlation study, the following coaguchek xs/lab values were obtained: 3.8 inr/2.91 inr; 3.7 inr/2.74 inr; 2.1 inr/1.59 inr; 1.4 inr/1.85 inr; 2.2 inr/1.65 inr; 1.8 inr/1.30 inr; 2.6 inr/1.97 inr. No action were taken based on device results. No adverse event reported. Comparisons performed in a medical facility. Requested return of suspect system and replacement was sent.

Event description:
Caller states that during correlation study, the following coaguchek xs/lab values were obtained: 3.8 inr/2.91 inr; 3.7 inr/2.74 inr; 2.1 inr/1.59 inr; 1.4 inr/1.85 inr; 2.2 inr/1.65 inr; 1.8 inr/1.30 inr; 2.6 inr/1.97 inr. No action were taken based on device results. No adverse event reported. Comparisons performed in a medical facility. Requested return of suspect system and replacement was sent.